Manufacturer narrative:
D6 explant date unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. While on support, the patient had uncontrollable ventricular tachycardia due to the impella being too deep in the ventricle. The pump was repositioned and anytime the staff went up on the flow, the impella would migrate forward enough to put the patient back into ventricular tachycardia. The physician wants to keep the impella position as is and run no higher than p3 for the time being.